Event description:
It was reported that pacemaker system was presenting atrial flutter during right ventricular automatic threshold testing. Boston scientific technical services (ts) was consulted and noted that the device had been in and out of mode switch during right ventricular automatic threshold testing, right ventricular (rv) lead was a non boston scientific lead. Atrial tachy response (atr) events were recorded due to the patient being in atrial flutter, functional undersensing caused by cross chamber blanking of atrial activity was noted. This pacemaker remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).